Event description:
Customer reported that she had to go to the hospital for high blood glucose after she ran out of insulin and could not get any until the next day. Customer also reported her insulin pump alarmed no delivery, followed by a motor error. Customer went to the hospital on (B)(6) 2014. She was shaky and nauseous. She felt like vomiting and was very pale and sweaty. Her blood glucose was over 600 mg/dl when admitted. She was treated with an insulin drip and potassium and sodium. Customer was advised that a false motor error may be caused by viewing the sensor glucose graph during bolus. Customer is able to rewind the device. She was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
All operating currents are within specification. Device passed off no power test, self test, a21 error test, displacement test, rewind, basic occlusion, and excessive no delivery alarm test. No motor error alarm or excessive no delivery alarm noted. Unable to prime during the prime test due to faulty force sensor receptors. Unable to complete functional testing, including occlusion test, due to prime anomaly. Device received with minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, and cracked battery tube threads. Motor was tested outside the device and passed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).